Manufacturer narrative:
Visual inspection performed on the 27 december 2017 by r&d product manager: during the surgery, the reduction driver got blocked inside the locking tower. According to the complaint details, a possible explanation could be that the difficult patient anatomy (weak bone) and the use of a too short rod, led to a not correct interface between the rod and the locking tower/reduction driver construct, that caused the blockage of the driver inside the locking tower. A brief explanation of the intended mechanism is useful to understand the blockage: the locking tower (reference 03.51.10.0151) has a longitudinal cavity that couples with the reduction driver (reference 03.51.10.0092). The upper part of the mating is designed with a custom thread, in order to advance the driver. The reduction driver is made of two parts, the upper part couples with the thread, the lower part can freely rotate, and during advancement of the driver, it is maintained aligned by means for two longitudinal grooves and two pins on the inner surface of the locking tower. The reduction driver is stuck, it means that the two sleeves (superior and inferior) that are intended to freely rotate, are blocked. Upon disassembling of the driver, the mating surfaces appears scratched and the rotation is compromised. The blockage of the rotation, in turn, caused the blockage of the reduction driver within the locking tower. The instruments are meant to be used for rod reduction (to approach the rod to the pedicle screw head). If they get stuck during the maneuver, they can still be disconnected easily from the implant (as successfully done by the surgeons), and alternative instruments are included in the set to complete the surgery. Batch review performed on 26 january 2018: lot. 1413748: (B)(4) items manufactured and released on 10 february 2015 . No anomalies found related to the problem. To date, 2 similar events (3 items involved) have been reported on items of the same lot. Shaft-reduction driver reference 03.51.10.0092: lot. 1410889: (B)(4) items manufactured and released on 09 july 2014. No anomalies found related to the problem. To date, 2 similar events (3 items involved) have been reported on items of the same lot.

Event description:
The shaft reduction driver blocked into the locking tower, given that the surgeon cannot set the screw from polyaxial to monoaxial, using the locking tower, he probably mobilized the spine construct causing the pedicle screw migration, the patient's bone was weak. The surgeon could not give compression on the cage. He has to remove the rod and replaced the pedicle screw with a new implant with a bigger size . Delay around 30min.

Event description:
The shaft reduction driver blocked into the locking tower, given that the surgeon cannot set the screw from polyaxial to monoaxial, using the locking tower, he probably mobilized the spine construct causing the pedicle screw migration, the patient's bone was weak. The surgeon could not give compression on the cage. He has to remove the rod and replaced the pedicle screw with a new implant with a bigger size . Delay around 30 min.